Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: a1, a2, d3, g1, g2.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. The patient had a previous mesh implanted on (B)(6) 2013 and (B)(6) 2014 which is captured in a separate files. No additional information was provided.